Event description:
The physician achieved arteriotomy closure with the closer 6 fr. Device after an interventional procedure that was performed via a 7 fr. Sheath. An angiogram confirmed that the arterial access was in the common femoral artery. There were no reports of problems with insertion, deployment, achieving closure or complications post proceudre. It was reported that unspecified prophylactic antibiotics, were administered. The patient was discharged home in 2002. It was reported that the patient followed up withtheir physician due to a "fingertip" size hematoma noted at the puncture site. No treatment was prescribed. Ten days later, the patient presented to the hospital wtih an elevated temperature and a noted enlargement of the hematoma. The patient was admitted and blood work was drawn. The blood work revealed an elevated white blood count and c-reactive protein level. Cultures revealed staphylococcus aureus. It was reported that the patient was treated with unspecified antibiotics. Nine days later, the patient was taken to surgery for incision, debridement, removal of the "palm" size hematoma and closer stitch and repair of a 1cm long laceration with a synthetic graft patch. The patient recovered and was discharged home six weeks later. There are no reports of further adverse patient sequelae.